Event description:
The complainant alleged that the power switch had a short circuit. The independent repair statement confirmed the power switch short circuit and determined it to be the key failure.